Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was alarming/error message. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H4 - device mfg date; corrected. H6. Codes: updated. The product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.